Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the they received change sensor alert and mentioned that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 90mg/dl and the sensor glucose was 50mg/dl at the time of the incident. Customer declined to troubleshoot for suspend on low. The customer was assisted with change sensor alert, calibration error alert, and bent sensor troubleshooting. The customer was advised that the sensor needed to be replaced. The sensor will be returned for analysis.